Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. The outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. The outer insulation of the lead developed cosmetic esc while in vivo. The outer insulation of the lead was observed to have blood ingression. The breached insulation did contribute to the electrical complaint of high thresholds.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d314trg ICD implanted: 2013-(B)(6). (B)(4)

Event description:
It was reported that the device was replaced due to elective replacement indicator (eri). The battery longevity was less than expected. The device was removed and a new device was implanted. It was further reported that the left ventricular (lv) lead had high thresholds. The lead was partially extracted and capped. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.